Event description:
It was reported that the patient was scheduled for prophylactic replacement surgery, but her surgery date was cancelled due to an ICU admission. Information was later received that the patient later passed away due to multi-organ system failure which began with the kidneys. It was indicated that the facility planned to return the generator, but no devices have been received to date. No additional or relevant information has been received to date.